Manufacturer narrative:
Twenty-three unused, unopened samples were received with a total of 46 stopcocks. Seventeen of the 46 stopcocks had visible cracks. Seven of the 46 stopcocks leaked at the small diameter plug. The cracks and leaks were due to a molding issue. There was no evidence of cracks or leakage from the remaining stopcocks. There were no issues present during the device history record review. As a correction, the wall thickness requirement for the fluid path was increased for the area where the cracking was observed. This was completed september 2008. The lot in question was manufactured prior to this correction. Smiths was able to confirm the issue and determine the cause. Corrective actions have been put in place and the issue is being monitored. No additional action is necessary at this time. Smith considers this MDR closed with this report.

Event description:
Reporter reported to smiths medical (canada) that the transducer was leaking at the stopcock. During returned product evaluation, the stopcocks were found cracked and leaking. There was no patient injury or treatment associated with this event.